Manufacturer narrative:
(B)(6).

Event description:
It was reported that the batterys displayed a green light on the charger, when batteries were placed a solid green light appears on the spider but when the surgeon tried to position the arm, it did not stay in position. There was not backup available.

Manufacturer narrative:
The device was received for evaluation. There was a relationship found between the returned device and the reported incident. A visual inspection was performed on the product and a broken drape clip was noted. A functional evaluation revealed the unit¿s led was lit but the unit would not attempt to pressurize when the main switch was engaged. The unit¿s enclosures were opened to gain access to the printed circuit board and it was noted that two of the enclosures screw mounts were broken. A multi-meter was used to check the continuity of the printed circuit board¿s fuse and it was found to be blown. The complaint was confirmed and the root cause was a blown fuse on the unit¿s printed circuit board.